Event description:
A report rec'd from (B)(6) stated the upper portion of an 840 ventilator's monitor was unreadable while being used on a pt. It was reported that the ventilator did not stop cycling. The pt was removed and placed on a second ventilator. There was no report of pt injury as a result of the malfunction.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The gui cpu component was sent to the MFR for eval. A service history review has been performed for the above listed serial number by the MFR. No similar events were found in the service history records. As add'l info is obtained regarding the component investigation, a supplemental report will be issued. (B)(4).